Manufacturer narrative:
No anomalies detected by checking the DHR of the lot# involved (201214781) on a total of 8 delta tt acetabular cups manufactured with the same lot#. No other complaint reported on this specific lot#. The pre-op x-rays underwent a medical expert evaluation: he confirmed that the cup was not placed deep enough and that this suboptimal positioning might have led to anterior pain due to impingement with the ilio-psoas tendon. Therefore, the prosthesis failure was not implant-related, but caused by a suboptimal positioning of the cup. Lima corporate is aware of a total of 8 cases related to post-op pain with a delta tt cup leading to revision. By considering a total of 51634 delta tt acetabular cups (model # 5552.15.xxx) marketed ww since 2007, the occurrence rate is 0.015%. None of the above mentioned cases have been classified as product-related; in fact, these cases are not related to a failure (e.g. Mechanical) of the prosthesis itself. The probable cause for these events is a suboptimal positioning of the cup (e.g. Overhanging and/or with incorrect anteversion/coverage). No specific corrective action for this case. Lima corporate will keep monitoring the market to promptly detect any other similar issue.

Event description:
Revision surgery performed on (B)(6) 2017 due to reported psoas muscle pain. According to the info reported, the delta tt cup implanted during the primary surgery done on (B)(6) 2014 was not inserted deep enough in the bone and this was the root cause for psoas pain. Surgeon then reamed the bone deeper and, during the revision surgery, put in the same kind of prosthesis but with a longer neck. Explanted components: · delta tt acetabular cup dia.62 mm, model# 5552.15.560, lot# 201214781; · delta liner dia.40 mm, model# 5885.42.262, lot# 201384068; · ceramic medium femoral head dia. 40 mm, model# 5010.42.402, lot#201111635 surgeon replaced the above listed components with a new delta tt acetabular cup dia.62 mm,a large dia. 40 mm ceramic liner and a 40 mm xl revision femoral head. Event happened in (B)(6).